Event description:
A nurse contacted baxter (B)(4) regarding damage to some cassettes. Reportedly, some cassettes were broken during the dialysis. The nurse reported that patient is very frightened and he doesn't want to undergo with the treatment. He prefers to use the manual supplies. The nurse also reported that the patient follows all the steps correctly. The nurse recommended the patient not to use the other cassettes in the same box. There was patient involvement but no patient injury or medical intervention reported. During a follow-up with the nurse, the nurse stated that she told the patient that it is very strange, because no other patient has reported this. The patient detected the issue because there was liquid on the table and on the floor. There were no consequences to the patient. The patient feels well and is continuing therapy.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a leak was confirmed during sample evaluation. The cause of the leak was confirmed to be a crack in the cassette, as there was fluid found under the cassette.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. This is a product not distributed in the us and does not have a 510k number. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed should any significant supplemental information become available.